Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; flat creases, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test did not identify openings. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -no openings or delamination found. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.